Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #29 was removed due to bone loss. 7 years po and patient presents with bone loss. Symptoms as a result of the event: pain.